Event description:
On 8/22/2024, it was reported by a sales representative via email that two five ar-3636 knotless 1.8 fibertak failed. The first two ar-3636 knotless 1.8 fibertak sutures broke as it was being pulled through the anchor. The other three ar-3636 knotless 1.8 fibertak had the repair stitch lock up in the anchor and could not seat. The sutures ended up snapping during tensioning. This was discovered during a labral repair procedure on (B)(6) 2024. The case was completed using additional ar-3636 knotless 1.8 fibertak.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.